Event description:
Related manufacturer report number: 3006705815-2023-05906. It was reported that the patient experienced ineffective therapy because both implanted leads migrated from t7 to t9. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were moved back up to t7. Effective therapy was established post-op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.